Manufacturer narrative:
Method: actual device involved in incident was evaluated. The lens was returned and inspected. The only defect found was an unidentified deposit on the edge of the optical zone that was removed with gentle rubbing. Unable to ascertain where the foreign bodies originated. Possible cause is pt handling, but definite root cause could not be established. Results: there is no clear indication that the device could have caused or contributed to the event. The unidentified foreign body, which is not believed to be mfg-related, indicates non-compliance to the cleaning regime, which may be the cause of the issue. Conclusions: no conclusion can be drawn. No failure detected and product within spec. This is being reported as a corneal ulcer. We are reporting this because we cannot rule out that our product did not cause or contribute to the event as reported. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.

Event description:
Pt was fitted with biofinity (comfilcon a) contact lenses from their eye care practitioner in (B)(6). Pt removed lenses from the eye (B)(6) 2011 and came in to eye care practitioner with a very red left eye and was extremely photophobic. Right eye was normal. A corneal ulcer was reported. Multiple attempts were made to contact the eye care practitioner to obtain add'l info, but there has been no response.